Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 4 of 10. The home patient (hp) was connected to the hc. The patient extension lines were not used and there were not any open clamps on any unused supply lines. There was nothing unusual noted about the supplies. The technical service representative (tsr) advised the care giver (cg) that air had entered the set up. The cg stated that she had already recycled the power. The cg stated that she would end therapy at this time and call the peritoneal dialysis nurse in five hours. The cg stated that the hc was also displaying low battery at power up. The tsr advised the cg would need to place the solution bag on the hc and turn the hc on and leave it on for a minimum of twelve hours. There was patient involvement, but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The se 2240 alarm cannot be confirmed. The root cause was undetermined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.